Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at l3 to treat an osteoporotic compression fracture. No intraoperative complcations were observed however, during the post-operative follow up period, it was noted that cement on the right side had penetrated the l3 caudal end plate and leaked into the l4 cranial end plate. Local scoliosis was also observed. The patient was admitted to a hospital post-operatively for symptoms of pain. According to the report, conservative treament was needed. No further information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.